Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿power button stuck in¿ was confirmed. A visual inspection was performed on the returned device. The housing front panel was found cracked and the rear foot bent. The unit was equipped with an out dated software version. The unit had a bad scope socket (locking mechanism not protecting the pins). The olympus lamp life meter is reading at 200+hours, light intensity output measured out of range. There were scratches noted on the top cover.

Event description:
The service center was informed that during preparation for use, the clv-190 would not display an image. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h4 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: from the date of manufacture (B)(6) 2013, it is assumed that the power switch was damaged because the amount of operating force and the number of times the power switch was applied exceeded the assumed value, since the product was a produced before the countermeasure due to a design change of the power switch. It is presumed that the equipment had been in operation for more than 7 years since it was manufactured, and that it was caused by deterioration of the lamp lighting device of the light source unit due to long-term use. It is presumed that the device had been in place for more than 7 years since it was manufactured and that it was caused by deterioration due to long-term use or that a large load outside the recommended conditions of use (e.g., a solid object was mistakenly hit) was applied from outside in a moment to damage the output connectors and the front panels and the foot rubber of the reality.